Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation, and could not duplicate the problem. The flickering left and right monitors with phosphor burns were replaced. Key switch will not stay in/on vertical position. The interconnect cable and lemo receptacle were replaced. The cable assembly and keys were replaced. The system was tested and operates as intended.

Event description:
The customer reported the 9800 system would not perform fluoroscopic x-ray. This issue was intermittent and case completed on another unit. No pt injury was reported.